Event description:
The patient reported that about 2 weeks prior to date notified they started having bladder spasms, noting it felt as if someone was stabbing them. The patient believed this to be a side effect of a bad kidney infection, and stated that on (B)(6) 2016 they started getting intense pain where the implantable neurostimulator (ins) is and it felt as though stimulation was too high. The patient turned it down but could not empty their bladder so they had to increase stimulation back up. The patient has the ins for retention and if they turn it down their bladder does empty. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.